Event description:
A malfunction alarm occurred with the pump, displaying malfunction code "malf 1," and was not resettable. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy while waiting for a replacement pump from technical support. The technical support team confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label within ten days.